Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices will not be returned.

Event description:
Patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and two infrarenal aortic extensions on (B)(6) 2014. On (B)(6) 2016 the patient came in emergently with a ruptured aneurysm. Computed tomography (CT) showed an endoleak at the aortic bifurcation into the iliac. The physician elected to explant the device and complete an open repair. The physician observed a hole in the stent confirming a type 3b endoleak. The patient is stable.